Event description:
It was reported that the customer had issues with low blood glucose while being at the school, and it was determined that double boluses were being delivered. The caller stated that the customer was in hurried to get the pe class and he may have double entered the bolus, but the bolus history did not reflect the 2-3 units boluses; however, the care link report did when his doctor pulled it at his next appointment. The incident happened once. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.